Manufacturer narrative:
Reference CAPA-20-00141.

Event description:
It was reported that this patient with a 31mm valve implanted for 14 years, four months underwent a valve-in-valve procedure due to degeneration, severe mitral regurgitation, and congestive heart failure. Successful tmvr was performed with a 29mm valve. The patient was transferred to the ICU.

Manufacturer narrative:
H10. Additional manufacturer narrative: updated sections b5, b7, d4 (expiration date), h4, and h6. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
H10. Additional manufacturer narrative: updated sections a1-a3, b5, d1, d4, and g5.

Event description:
It was reported that this patient with a 31mm valve implanted for 14 years, four months underwent a valve-in-valve procedure due to regurgitation. Successful tmvr was performed with a 29mm transcatheter valve.

Manufacturer narrative:
Regurgitation, which develops progressively over time, can be due to a number of issues including patient related factors or structural valve deterioration. Structural valve deterioration (svd) is the most common reason for bioprostheses explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. The device was not returned for evaluation, as it remained implanted. In this case, minimal information regarding this procedure was received and attempts to get additional information regarding the condition of the device, patient's medical history, or possible comorbidities have been unsuccessful. The root cause of the regurgitation remains indeterminable. If new information becomes available, a supplemental report will be submitted. The device history record (DHR) was not able to be reviewed as the device serial number was not provided. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that this patient with an unknown 31mm edwards valve, with unknown implant duration, underwent a valve-in-valve procedure due to regurgitation. Successful tmvr was performed with a 29mm transcatheter valve.